Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-03020 and 1225714-2014-03021.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2009 after the use of the product.